Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is producing an electrical smell and keeps shutting off.

Manufacturer narrative:
In the case description, the user mentioned that the pdm would not turn on and would produce an electrical smell. The pdm was returned with the battery depleted. The pdm was able to be plugged in and charged. The pdm was able to charge and turn on with no issues. No smoke or abnormal smells were noted while charging. On unlocking the device, a pdm reset clock alarm had been generated. The pdm showed that insulin delivery had been suspended before the reset clock alarm had been generated. The menus were navigated to reset the pdm clock, however on confirming the date and time a message was generated saying to resume insulin delivery. Due to the pod not being returned with the pdm, the system was unable to resume insulin delivery and the pod had to be discarded. Discarding the pod did not clear the clock reset and attempting to confirm the clock reset again resulted in the system attempting to resume insulin delivery. This resulted in a loop that prevented the clearing of the clock reset alarm. The main menu of the pdm was unable to be accessed and the data was unable to be downloaded from the pdm. The exact cause of this loop could not be determined. Without the pdm data, it could not be determined if there were power sensitivity issues or pdm heating issues on the date of occurrence. The exact cause of the reported event could not be determined.